Event description:
The customer reported that they have a defected battery. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.